Manufacturer narrative:
The insulin pump alarmed button error and the up button had intermittent response due to corroded keypad traces. No moisture damage was inside the device. The device had minor scratches on the display window, cracked case at display window corners, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was exposed to water from a storm and it alarmed button error. He didn't know his blood glucose level but it was in the 200 mg/dl range. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.